Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 200 units of insulin and when the customer woke up in the morning, the insulin gauge showed 41 units was remaining in the cartridge. When the customer reloaded the cartridge, the customer received a minimum fill message. The customer was able to load a new cartridge successfully and will continue using the pump for continued insulin therapy. The customer's blood glucose level was 189 mg/dl.